Manufacturer narrative:
The sample in question was returned to conmed. Conmed's investigator had confirmed the damage visually. The investigator pulled a sample from stock in an attempt to re-create the reported malfunction. The stock sample was subjected to an electrosurgical unit (esu) interface test. The sample was activated at it highest setting possible at 300 watts on cut and 80 watts on coag, and it was used to cut a piece of meat. The investigator also activated the handpiece directly against the bone, but no melting was observed. The handpiece was activated against metallic material and it immediately started to arc and melting was observed at the distal tip. Conmed has confirmed that this was not a manufacturing defect, but to be consistent and conservative, conmed is filing this event with the f.d.a.

Event description:
During a procedure, a section of the handpiece had melted and broke off. An x-ray revealed there was something metallic left in the patient. The area was irrigated and a second x-ray showed the metallic object was removed.